Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 5.1 and 5.2 were not detected on bus. A field service engineer found that the pixy cable was fully disconnected from drawer five and reconnected the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus and tried to recover and reboot but failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.